Event description:
The plaintiff's attorney alleged that the pt experienced the following injuries: cardiac arrest, ventricular tachycardia, fibrillation, and all injuries associated therewith. It was further alleged that the pt subsequently expired and that all of these allegations were caused by the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
(B)(4). This is one of two device reports related to the same event. A follow-up report will be submitted upon receipt of any additional info.